Event description:
Customer called to report a bloody leak from the diff mixing chamber of the unicel dxh 800 coulter cellular analysis system. Customer stated that patient samples and results were not affected, and that no one was harmed by or exposed to the leak. The field service engineer (fse) inspected the instrument and found debris in the drain port of the nucleated red blood cell (nrbc) mixing chamber, preventing the chamber from draining. The fse flushed the drain port to remove the debris. The repairs were verified per the established procedures.

Manufacturer narrative:
The root cause of the leak was due to the debris that clogged the drain port of the nrbc mixing chamber. The issue was resolved after the fse performed the services described. Customer has not called back to report any further issues. (Note: the beckman coulter, inc. Identifier for this report is (B)(4).)